Manufacturer narrative:
Capital equipment, evaluated at customer site. The fse found fluid being blown out of the pressure relief valve on the air compressor. The fse replaced the air valve, and function tested - all passed. The system meets mfg specifications.

Event description:
The customer reported that the unit was leaking cidex opa. There were no reports of injuries. The asp field service engineer (fse) went to the facility to assess the unit.